Manufacturer narrative:
Additional information received from the local field representative indicated the physician planned to perform another echocardiogram in a few weeks. If the patient still had a low ejection fraction the lead planned to be extracted and replaced with a cardiac resynchronization therapy defibrillator (crt-d) system. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited an increase in pacing impedance measurements to 3,000 ohms. There has been no change in pacing threshold measurements and there hasn't been any indication of noise with isometric testing. Additional testing in clinic revealed impedance measurements between 600 to 3,000 ohms. A review of previous device data indicated that the high impedance measurements started approximately eight months ago. However, the previous device interrogation revealed normal impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that a revision procedure was performed. Both rv and right atrial (ra) lead were explanted. The device was also replaced with a single chamber implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.